Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, which is approximately 5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, two balloon loss of pressure events were reported to have occurred in the same patient during pull back to the arteriotomy, which suggests that other procedural devices (such as a damaged procedural sheath) may have contacted the balloons, potentially contributing to a tear in both balloons. The review of the lhr (f1521802) indicated that the device lot met all established performance criteria prior to shipment. See medwatch form #s 3004939290-2015-00460 & 3004939290-2015-00466.

Event description:
The following information was reported: two mynx vascular closure devices were used in the same patient. Post interventional procedure, the balloon was inflated and pulled back to the procedural sheath. During pull back to the arteriotomy (2nd stop), the balloon ruptured. A hematoma of 6 cm or less was noted when the second device was taken out. Manual compression was applied for more than 30 minutes and a femostop was placed to resolve the hematoma. The angiogram looked good with no calcium present. The patient's hospitalization was not mynx related. During patient follow up 1 and 3 hours post procedure, it was noted that all was well. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral sheath size: 6f vessel size: 6 mm stick location: medium.